Event description:
It was reported that a pt underwent a laparoscopic, incarcerated, incisional/ventral hernia repair procedure on (B)(6) 2008 and mesh was used. On (B)(6) 2010, the pt filled out the 24 months/2 years pt follow-up questionnaire and reported a recurrent hernia. The hernia recurred in (B)(6) 2010 and the pt was taking narcotic pain medication. The pt has not had a re-operation and did not return to the initial surgeon for this event.

Manufacturer narrative:
(B)(6). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.